Event description:
It was reported that a spectrum pump had no audio output with pt involvement (medication, programmed amount and delivery rate unk). It was also reported there was no pt injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported no audio which was reproduced. Engineering investigation found one side of the coil wire to be broken in the speaker causing an intermittent connection. The rear case assembly was replaced.

Manufacturer narrative:
(B)(4). The device has been received by baxter for eval. The eval has not been completed at this time. A supplemental report will be provided when the investigation is completed.